Manufacturer narrative:
Additional information received on 24january 2018 by medacta us: the surgeon believes the dislocation occurred during physical therapy clinical evaluation performed by medical affairs director on (B)(6) 2018: hip dislocation 2 months after primary implantation. According to the report, this event occurred during rehabilitation. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning, it can hardly be caused by standard devices. Batch review performed on 19 february 2018 (B)(4). Document review performed by ceramtec on 02 february 2018: the component properties and the microstructure of the ball head as obtained from the quality documents fulfils the requirements as specified at the time of production. There are no indication of any pre-existing material defect. Due to a lack of ceramic parts further investigations cannot be done.

Event description:
The patient came in complaining of pain. The patient was dislocating. The surgeon swapped the head. The surgery was completed successfully.